Manufacturer narrative:
Taper ii. Allergan has received the product; however, the device has not been identified nor has the analysis not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii.

Event description:
Healthcare professional reported "leak in port/disconnected. Port replacement".